Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia, with blood glucose reportedly above 400 mg/dl for about 29 hours, while using a contact detach 6 mm 23 in infusion set; the caregiver verified insulin flow through tubing, administered an external insulin injection, changed supplies, and then replaced the infusion site, after which insulin delivery resumed with no visible device damage or occlusion noted. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute sequelae, and ketone testing was negative. Outcomes included the need for caregiver-administered back-up insulin and replacement of the infusion site, without hospitalization or professional medical intervention. Investigation included guided troubleshooting to confirm flow through the tubing, disconnection and replacement of the infusion site, and verification of resumed delivery. Investigation of this case revealed no confirmed device malfunction, no alarms, and no observable infusion set defect, with the event categorized as hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.